Event description:
It was reported to st. Jude medical that the ICD displayed an output error message upon interrogation. The st. Jude technical services discussed shorted output state detection and recommended that the device be replaced immediately due to possible circuit damage and an inability to deliver high voltage therapy. The st. Jude technical services also recommended re-evaluating the atrial and ventricular leads for their integrity prior to replacing the device. It was reported after explant that there was an insulation break on the atrial lead. The rv lead was found to be functioning properly.